Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the ventilator device teslaspy alarmed constantly and could not been reset (red cross led lighted up). The display was dark as well. This occurrence was noticed during the pre-operational check. The device log files (service log, error log, event log, teslaspy log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root-cause is determined to be a defective teslaspy board. After the replacement of the teslaspy board the issue was resolved and no further problems related to the device reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepard for operation. The root-cause is determind to be a defective teslaspy board. After the replacement of the teslaspy board the issue was resolved and no further problems related to the device reported. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the ventilator device teslaspy alarmed constantly and could not been reset (red cross led lighted up). The display was dark as well. - this occurrence was noticed during the pre-operational check. - the device log files (service log, error log, event log, teslaspy log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the ventilator device teslaspy alarmed constantly and could not been reset (red cross led lighted up). The display was dark as well. This occurrence was noticed during the pre-operational check. The device log files (service log, error log, event log, teslaspy log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.